Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump from technical support and successfully performed the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue happens again.